Manufacturer narrative:
Qc is performed every 6 hours and was run prior to and after the event and the results were within the lab's established ranges. A field service engineer (fse) went on-site and performed troubleshooting which appeared to have resolved the issue. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high creatinine (cre) results generated by the unicel dxc 800 pro synchron chemistry analyzer. Upon rerun, the corrected lower results were confirmed. There was no death, injury or change to patient treatment associated with this event.